Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for device change out due to normal eri. Externalized conductors were observed via fluoroscopy. Lead was explanted and replaced. Patient condition is stable after the event. The lead was discarded in the field.